Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that one of the extension lines of the catheter ruptured. The device was replaced. No patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen PICC catheter for evaluation. The catheter body had been cut nearly flush with the juncture hub and was not returned. No other issues were observed. Visual inspection of the leak site identified during a functional inspection was performed and it was determined to have the characteristics of ruptures caused by over pressurizing the catheter. The catheter was cut 0.2 cm below the juncture hub. Approximately 50 cm of the catheter body was not returned. The rupture site was located 2 mm about the juncture hub ring on the proximal extension line side. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. Leakage was observed in the vicinity of the juncture hub during testing of the proximal lumen. No leakage was observed when testing the distal extension line. A device history record (DHR) review was performed and no relevant findings were identified. (Con't). The instructions-for-use (IFU) that are packaged with this product states that to minimize the risk of pressure induced damage to the catheter it should not be exposed to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or declot an occluded catheter, certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi. The customer reported issue of a catheter leak was confirmed during sample investigation. During functional testing a rupture was identified in the juncture hub that would leak when the proximal extension line was used. A DHR record review was performed and no relevant findings were identified. Based on the information provided and the condition of the sample received the probable cause of this issue is operational context. No further action shall be taken at this time.

Event description:
The customer alleges that one of the extension lines of the catheter ruptured. The device was replaced. No patient injury.